Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and the patient had access site bleeding. Heparin was placed on hold and a figure 8 stitch was applied to the access site. Additionally, the impella cp was placed in the aorta during surgical mode. Upon coming off of bypass, the doctor attempted to advance the impella and it was unsuccessful. Multiple attempts were made however, the pump was removed

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for access site bleeding and positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was not determined since product was not returned and there is a lack of clinical details. The root cause of the positioning issue was likely wireless re-access. The impella device is not indicated for wireless re-access per instructions for use the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12592: d4 model number. D4 catalog number. E4 should have been blank. H.6 code 4628 and 2524 was reported incorrectly. New code was added to health effect - impact code.